Event description:
It was reported that during an esophagogastroduodenoscopy with stent placement procedure, the stent catheter buckled. The ultraflex stent catheter was being advanced through a very tight stricture when the catheter buckled. The stricture was no pre-dilated. The physician was unable to position the stent for deployment and removed the device. There was no attempt to deploy the stent. The procedure was completed with another device without pt complications. The pt was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.